Event description:
Litigation papers alleged: incurred additional medical expenses, pain and suffering and disability which she would not have incurred absent the implantation of the defective and/or unreasonably dangerous asr device in her left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.